Event description:
On (B)(6) 2013 the lay user/patient in france contacted lifescan (lfs) to report the one touch verio pro meter was giving inaccurate readings. The patient obtained the blood glucose readings of 200 mg/dl and 130 mg/dl on the reported meter within 20 minutes. The patient's test strips were in good condition and within opened expiration dating. The patient did not report experiencing any symptoms or medical attention. The meter and test strips were replaced. The patient did not suffer any injury due to the reported meter. However, as the test results fell outside expected values for precision testing this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.